Manufacturer narrative:
In this incident, there was no report of injury to the patient. However, as a result of this malfunction, the potential for surgical intervention exists (though inadvisable per expert opinion provided by dr) to preclude injury or illness that would necessitate medical or surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable. Returned samples were evaluated for dimensional measurements and found to be in specification.

Event description:
It was reported that two files separated in two consecutive mesial cannals in a lower molar. The files were used manually and prior to establishing the working length using an apex locator. It does not appear that coronal flaring was performed based on review of radiographs provided by the reporter. Multiple unsuccessful attempts were made to obtain additional information.